Event description:
It was reported that the patient underwent generator and lead replacement on (B)(6) 2014. The generator was replaced prophylactically. The explanted generator and lead were received for analysis. The returned product form indicated that the generator and lead were replaced due to lead discontinuity (>10,000 ohms). Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and multiple system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient¿s device showed lead impedance within normal limits at the patient¿s last office visit on (B)(6) 2014. The physician stated that the patient began bowling in (B)(6) 2014 and believed that bowling may have caused or contributed to the high impedance. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. With the images provided, the filter feed-through wires and lead connector pin could not be assessed. The majority of the lead could not be assessed due to the quality of the images provided. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known surgical interventions have occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.